Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer stated the contoured transfer bench collapsed while the end user was using the unit.